Event description:
The customer called into philips to report that the device will not boot and gives error code 10001 at boot startup. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report that the device will not boot and gives error code 10001 at boot startup. There was no reported patient involvement.